Manufacturer narrative:
Case (B)(4).

Event description:
It was reported during the procedure that the screw drivers are stripped and need to be replaced. The procedure was completed without delay, using the same device. No patient injury or other complications were reported.